Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022. Additional information was not provided.

Event description:
It was reported that patient presented to the emergency department (B)(6) 2022 after a fall at home. The patient reported to have rolled over and landed on their face. In the emergency department the patient was found to have an intracranial hemorrhage and elevated international normalized ratio (inr). The patient received kcentra (prothrombin complex concentrate) with significant improvement in their inr. The patient failed their swallow assessment by neurology and a nasogastric tube was placed for medications. The patient also had acute renal failure suspected from blood loss. The patient's driveline was bloody and it was suspected that the patient pulled their driveline when they fell. The patient was admitted to the intensive care unit (ICU) and neurosurgery said no surgery was suggested. The patient slowly got a little stronger and was moving all their extremities. The patient's inr was extremely high and they needed numerous fresh frozen plasma (ffp) to keep it down. They were eventually restarted on warfarin for an inr goal of 2-2.5. The patient was able to be transferred out of the ICU and it was attempted to work with physical therapy and occupational therapy so that the patient could go to a rehabilitation center but was unable to get strong enough to go. The patient began to get more confused and lethargic. The patient requested to be put on do not resuscitate (dnr) and was made dnr. The patient was put into inpatient hospice care on (B)(6) 2022. Heartmate ii support was withdrawn on (B)(6) 2022 as requested by the patient and the patient ultimately passed away on (B)(6) 2022. The death was not considered to be death related and the device operated as expected.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding, renal dysfunction, and death as adverse events which may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.